Event description:
It was reported that the patient underwent an l4-s1 fusion. To achieve fusion, the patient¿s surgeon utilized a posterior approach, mixing rhbmp-2/acs with autograft, and implanting rhbmp-2/acs at multiple levels. It was reported that the patient was subsequently diagnosed with injuries including ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has reported continued daily severe disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2005, the patient presented with pre-op diagnosis of status post l4-5 and l5-s1 discectomy with post discectomy syndrome and severe degenerative disc disease. The patient underwent following operative procedures: laminectomy l4. Laminectomy l5. Posterior lumbar interbody fusion l4-5. Posterior lumbar interbody fusion l5-s1. Placement of interbody fusion cage l4-5. Placement of interbody fusion cage l5-s1. Posterior segmental instrumentation with pedicle screws and rods l4, l5 and s1 bilaterally. Postoperative radiograph with interpretation. Intraoperative fluoroscopy. Placement op bone morphogenetic protein in the l4-5 and l5-s1 fusion cages.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.